Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal w/ lymphadenectomy procedure, the force bipolar would move in a different direction than expected intermittently. Once, surgeon had it drop down and another time, it moved to the right by itself. There was no injury to patient. The instrument was replaced with a different device. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the clinical sales associate spoke with the team involved and reported back that the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. Some but not all of the failure was related to an inability to move the instrument at all. The movement did not scale appropriately to the instrument. The observed movement was less than intended. The instrument did not move in the intended direction. The intended direction was attempted to twist and to the left. The observed direction/movement it twisted to the right and would not move at angle. The timing of the instrument movement was lag. There was no shakiness, arm-to-arm interference, or no collisions. The issue was persistent. The actions that were intended was to attempt to grasp tissue. The staff resecured draping and instrument and still did not work properly. The customer replaced with different and new instrument and no issues. The device was inspected prior to use visually. The issue occurred in the first hour of the procedure. There was no injury to the patient .

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of force bipolar instrument an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and reported failure was replicated/confirmed. Failure analysis found the primary failure of failed functional test. The instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulators commands smoothly. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.